Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary - the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of product is not affected by this report.

Event description:
Left knee very painful [arthralgia]. Knee swelled up/ left knee swollen again [joint swelling]. Left knee effusion [joint effusion]. Injection incredibly painful [injection site pain]. Strange warm sensation in the foot of affected leg [feeling hot]. Case description: spontaneous report was received on (B)(6) 2013 from a (B)(6) male patient, initials (B)(6), with osteoarthritis. The patient's medical history was significant for previous use of synvisc in left knee (13 months ago, with 10-12 months of relief) and meniscus scoped. On an unspecified date in 2013 (few weeks ago), the patient initiated treatment with synvisc (hylan g-f 20) injection, at a dose of 2 ml, (frequency and route of administration not provided) into left knee. The lot number of synvisc was not provided. It was reported that the first injection was incredibly painful. On an unspecified date in 2013, the patient received the second synvisc injection. It was reported that the second injection was still very painful, though not as bad as the first time. On an unspecified date, after the second injection, the patient's knee swelled up and was very painful and over 100 cc of joint fluid was aspirated. Synovial fluid analysis revealed "some cells" in the joint fluid but overall it was pretty clean and there was no infection. Following this, the third injection was postponed. On an unspecified date, two or three weeks later, the left knee became swollen again and over 100 cc of joint fluid was aspirated. The patient was injected intra-articular cortisone for left knee pain, left knee swelling, left knee effusion, and injection site pain as well as the third injection of intra-articular synvisc. On an unspecified date, the patient's knee became swollen again. It was reported that the patient also has a strange warm sensation in the foot of the affected leg and it felt hot, as if wrapped in an electric blanket, especially when the patient woke up in the morning. The patient had not yet recovered from the event of left knee swelled up/ left knee swollen again and outcome for the events of left knee very painful, left knee effusion, strange warm sensation in the foot of affected leg and injection incredibly painful was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The causal relationship between synvisc and all the events was not provided.